Event description:
Octopus tissue stabilizer was to be attached to the heart retractor. Upon applying the octopus, the handle broke. Device was not touching patient at the time so there was no patient harm.